Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01040. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic ion robotic bronchoscopy, there was difficulty removing the forceps after a bite was taken. After rotating the entire device, it came out and was damaged (wires exposed). The procedure was prolonged 30 minutes and completed with another device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h6. Corrected fields: b1, b2, and h1. The customer contacted olympus technical assistance support (tac) and informed tac of the event. The device was not returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur.